Event description:
Opsumit indication: primary pulmonary hypertension; chronic diastolic (congestive) heart failure update to previous ade on (B)(6) 2024: spouse reported that pt was recently discharged from hospital on (B)(6) 2024 after being admitted on (B)(6) 2024 (admission previously reported) for shortness of breath, chest pain and back pains. Spouse also reported that IV line was replaced since last speaking with rph. Spouse reported that line was dotting but new PICC line was placed and no current issues with line. Unknown if md is aware. No further information provided. Reported to (B)(6) by pt/caregiver.